Manufacturer narrative:
Analysis of the information provided indicates that the cause for the discordant elevated mmb results is unknown. A siemens healthcare diagnostics headquarters support center representative evaluated the information and concluded that the elevated mmb values were repeatable and discordant with the other cardiac test values. Per instructions for use for mass creatine kinase mb isoenzyme flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react with immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation is required.

Event description:
Discordant elevated mass creatine kinase mb isoenzyme (mmb) results were obtained on a patient sample on the dimension exl system. The result was reported to the physician and was not questioned. The same sample was retested on an alternate dimension exl and a lower result was obtained and reported. The sample was later tested in an alternate lab with an alternate methodology and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated mmb result.